Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, it was found that the device was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Correction to block h6 device code. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the percuflex plus ureteral stent was not returned for analysis, but media analysis was performed, and it was observed that the bladder coil fully detached which confirms the reported event of coil detachment of device or device component. It is most likely the retrieval line gets entangled in the bladder coil when it is being removed, the stent can get detached during the preparation and based on the media provided, the suture was not visibly assembled in the device indicating it might have been removed. The removal of the suture may have contributed to the detachment of the bladder coil. A conclusion code of adverse event related to procedure was assigned to this investigation. Furthermore, it should be noted that the data reasonably suggest that this event (coil detachment, outside the patient, and during unpacking) is anticipated in nature and severity. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during unpacking, it was found that the device was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h11: the percuflex plus ureteral stent was returned for analysis with the pouch and the positioner for analysis. However, the suture did not return. During the inspection it was found that the stent bladder coil totally detached. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. Block h6 has been updated based on the additional information received on june 03, 2025.

Event description:
It was reported that during unpacking, it was found that the device was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.